Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided the scope was reprocessed prior to sending the device for repair. They are not sure what the foreign material could be, but believes it is due to the scope not able to be flushed . There were no reprocessing deviations from the instructions for use. The customer stated the foreign material adhered within a couple of days. No further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not determine the cause why the foreign object remained in the device. Furthermore, the likely cause of the foreign object in the plastic tube is due to a part of the suction tube connected with the suction mouthpiece is damaged, and it remained in the suction mouth piece. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; acoustic lens is damaged; upwards/downwards knob is deformed; switch1 has wear; connecting tube has a wrinkle; adhesive on bending section cover or distal sheath rubber is detached; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; plastic tube stuck outside the suction port at light guide connector; ultrasound probe surface is damaged; insertion tube has wrinkles; lens epoxy is worn; angle knobs have leak; and angle knob torque failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera ii ultrasound gastrovideoscope, foreign material exiting the channel. The issue occurred during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.